Event description:
It was reported that either during or following a system modification procedure, the ra lead was dislodged. Repositioning was attempted but the lead was replaced. It was reported that during repositioning of the ra lead, the rv lead also dislodged and was subsequently repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.